Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a faulty screen. The event was reported to have occurred before use. This condition had the potential to interrupt therapy. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition of a faulty screen was confirmed during product evaluation. The assignable cause was a defective main display. The main display was replaced to correct the reported condition. A service history review revealed that this device was previously serviced for the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.